Event description:
It was reported the patient presented to the emergency room with discomfort due to extracardiac stimulation from the left ventricular lead. Interrogation revealed the left ventricular lead exhibited a loss of capture. Diagnostic imaging was performed and identified the lead had dislodged and the implantable cardioverter defibrillator (ICD) had migrated due to ratchet syndrome following a failed suture. The lead was explanted and replaced and the implantable cardioverter defibrillator (ICD) was removed and reimplanted on (B)(6) 2024. The patient was in stable condition.